Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: catheter. Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a consumer and healthcare provider (hcp) via a company representative in regard to a patient receiving dilaudid 25 mg/ml at 6.7 mg/day via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain, failed back surgery syndrome and other chronic/intract pain (trunk/limbs). It was reported that the pump was not working right sometimes, and other times it was giving the patient too much medication. MRI (magnetic resonance imaging) compatibility guidelines were requested. Additional information received later reported the patient would have intermittent withdrawal and overdose symptoms. The patient experienced intermittent loss of therapy. The therapy-related issue was reported to be gradual. The start date is unknown. The managing physician noted abnormal residual volume at refills. There are no known interventions or diagnostics performed by the managing physician prior to replacement. Rotor and dye studies were not performed. It was unknown if the issue resolved at the time of report. The patient's status at the time of report was alive - no injury. Both the pump and the catheter were replaced on (B)(6) 2015. The patient's status after the device removal was recovered without sequela.

Manufacturer narrative:
Pump analysis results revealed no pump anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.